Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory that was installed on an mcs instrument, was found in the patient¿s abdomen as they were removing the specimen. The issue occurred while undocking the robot. The mcs tip cover accessory was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has not been received for failure analysis evaluation.